Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 alarm (indicating air in the set) on the homechoice machine during dwell 2. The cause of the alarm was undetermined. The home patient (hp) started therapy over with new supplies, discarding the setup, and continued therapy with no further issues. Proper procedures per the user manual were reviewed with the caller. No sample was available and the lot number was unknown. Upon follow-up with the hp on (B)(6) 2010, it was found there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available. A follow-up report will be submitted upon evaluation completion or if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).